Manufacturer narrative:
Patient information not available at time of this report. Device was disposable and there is no manufacture date information at the time of this report. The device was a disposable device and was not returned for evaluation. Software investigation is in progress.

Event description:
A medtronic representative reported that during a navigus biopsy case, the surgeon took a biopsy of healthy tissue which lead to a hemorrhage of the patient. The surgery was then re-scheduled for may 5th, and the follow-up case went as planned with no reported issues. They were using synergy cranial in one of their i7 rooms. The medtronic representative noted that the surgeon was using the external angled navigus base, but said that he attempted to "shim" the base by using a tongue retractor underneath it to provide more angle. The medtronic representative was unclear how, or if, the surgeon secured the base to the patient's skull, as the screws provided would not be sufficient with a shim added underneath. Surgery was rescheduled. Surgery went as planned for rescheduled case and there were no issues.